Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition issue with the pump. It was reported that the ¿pump was very worn.¿ there was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing/condition issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked above and below the bumper pad. There was moisture found behind the display lens and corrosion inside the battery compartment. A leak test confirmed a battery compartment leak. The keypad was intact. Unrelated to the complaint, the keypad buttons were found to be unresponsive. The keypad cover was removed and no contamination was observed under the key contacts. The pump cover was opened and there was internal moisture damage observed inside the pump and on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.